Event description:
It was reported that this male patient's left shoulder was revised approximately 5 years 9 months post op. Surgeon presented x rays to rep, noticing superior migration of humerus, proximal humerus/medial calcar bone loss, and glenoid dislodged. Plan to revise to rtsa. Upon exposure, replicator plate and head were removed. Upon glenoid exposure, glenoid was very loose and was pulled out with a cocher. The center cage remained but the pegs came with the poly. There was significant bone loss in the 1-2 o clock and 7 to 8 o clock positions on the glenoid face, leaving cortex with cancellous bone gone/cavitated holes. There was significant bone loss of the lesser tuberosity and some on the medial calcar, exposing some of the press fit of the stem. Stem was very well fixated. Cavitated holes were filled with dbm putty and crushed cancellous mixture. Planned to use +10 peg for reverse, drilled to depth, achieved great screw fixation and press fit of peg. Reverse shoulder arthroplasty was achieved. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
(H3) pending evaluation, (d10) concomitant device(s): 5463595 300-01-15 - equinoxe, humeral stem primary, press fit 15mm 5511040 300-10-45 - equinoxe replicator plate 4.5mm o/s 5622301 300-20-02 - equinox square torque define screw drive kit 5647453 310-01-50 - equinoxe, humeral head short, 50mm (beta).